Event description:
The customer reported a system pressure dome leak. Name of complainant: same as rptr. Customers in house biomed called cts on (B)(6) 2013 and reported a system pressure dome leak had occurred the previous day, and he had cleaned the instrument and will consult with ftse team on instrument calibrations. Cts called customer nursing team lead back on (B)(6) 2013 for details of the event. Customer reported the system pressure sensor started to leak when the treatment had reached 1450 ml whole blood processed, with no alarms at the time, and so the treatment was aborted with no blood in the kit at that time returned to the pt. Customer estimated the pt lost a "couple hundred mls" of blood, and the pt was fine. The customer did not return the product for investigation.

Manufacturer narrative:
Add'l mfg address: mack molding, 608 warm brook road, arlington, vt 05250. A review of lot file b305 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints rec'd for lot b305 was performed. There was one other complaint for a pressure dome leak reported to date for this lot. No trends detected. This assessment is based on the info available at the time of the investigation. The customer did not return the product for investigation. Therefore, no root cause could be determined based solely on the info provided by the customer. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).